Manufacturer narrative:
During the onsite visit, the customer was advised that an auxiliary water channel attachment was required for pre-cleaning as per the device reprocessing manual. The customer was instructed on the options for bedside precleaning as per the device reprocessing manual. The options are either 1. Flushing the auxiliary water channel with automated flushing pump or 2. Manually flushing the auxiliary water channel using the auxiliary water tube. The customer was provided with olympus auxiliary water tubes (model number maj-855) for their use pending customer order of valves from their supplier, medivator. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device's reprocessing manual was reviewed; this showed the relevant instructions for flushing the auxiliary water channel were included in chapter 5- reprocessing the endoscope (and related reprocessing accessories). The investigation determined that not all reprocessing steps were followed. The root cause of the issue was not established. Olympus will continue to monitor field performance for this device.

Event description:
The customer requested that olympus perform an in service with their staff. The cleaning process was observed for an evis exera iii colonovideoscope. The customer was not using an auxiliary water channel attachment to flush the auxiliary water channel during pre-cleaning. No patient involvement was reported; issue was observed during customer demonstration of reprocessing.